Event description:
Terumo corporation received the following reported information: during complex embolization, and whilst accessing the target vessel, the wire snapped inside the guiding catheter. A large portion of the wire has been retained inside the patient, although this did not affect the procedure outcome. The rest of the wire was removed, and further embolization performed. Additional information was received on (B)(6) 2026: there is still a part left within the patient about 2-3 cm's of the wire came broke off. An attempt was made to retrieve it using a snare however, it was quite an acute bleed and it was it was in a segment of the hepatic artery which they completely filled with onyx so it will not ever move as it is completely incased within the onyx device.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. G4: 510(k) number: k955801, k170417. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.